Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock and was hospitalized. Review of the episode noted oversensing of non-physiological noise contributing to the delivery of inappropriate therapy. Testing of the system was unable to reproduce noise, but a loss of the qrs signal was noted when the can was manipulated in the pocket. The s-ICD was reprogrammed from the primary to the secondary vector and the patient was dismissed from the hospital. The s-ICD remains in service and no additional adverse patient effects were reported.